Manufacturer narrative:
During a visit at the customer site, an arjo citadel plus bed malfunction was observed by an arjo representative. Following information gathered, the side rail panel was broken off the bed. No injury nor other medical consequences were reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding is in line with the arjo representative observation made during on-site visit. There was witnessed that the detachment occurred when the patient was sitting at lower end of frame at time of rehab activities and burdened the side rail. To conclude, the side rail panel detached from the side rail mechanism at time of use the bed by a patient and from that perspective, the citadel plus bed did not meet the performance specification. Although there was no serious injury reported, the complaint was decided to be reportable due to the allegation of side rail panel detachment.

Manufacturer narrative:
Collecting of information is ongoing. The conclusions will be provided in the final report.

Event description:
During a visit at the custom side, an arjo citadel plus bed malfunction was observed by an arjo service technician. Following information gathered, the side rail panel was broken off the bed. No injury nor other medical consequences were reported.